Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacturer date of 23dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device will not connect to wireless network, even with a new wireless card. There are multiple error codes in device history. The error codes displayed are 60 0.6835 and 600.6875. The original wireless card was put back in it instead of the new one that still didn't fix it. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not connect to wireless network, even with a new wireless card. There are multiple error codes in device history. The error codes displayed are 60 0.6835 and 600.6875. The original wireless card was put back in it instead of the new one that still didn't fix it. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not connect to wireless network, even with a new wireless card. There are multiple error codes in device history. The error codes displayed are 60 0.6835 and 600.6875. The original wireless card was put back in it instead of the new one that still didn't fix it. There was no patient involvement.